Event description:
The patient was revised because of injection. The talar and tibial components were found loose.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all three reported part and lot number combinations. Although the complaint is non-verifiable, the infection may be a contributing factor of the loosening. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.